Event description:
Pt was implanted with the instrumentation on 03/06/92. Pt was admitted to hosp on 3/8/93 for low back pain. Explantation of the l5 screws was performed on 03/08/93 at which time pseudoarthrosis at l4-5 level and loosening of the l5 screws were noted. Additional instrumentation was placed at s1. L5 laminectomy and decompression were performed.